Event description:
Resident was sitting in wheelchair with posey soft waist restraint in place. Resident was found with wheelchair toppled over on top of her. Posey soft waist restraint was still in place. Hematoma noted to rt. Forehead. Ice appplied to hematoma. Vs, cranial checks done immediately after event discovered were wnl. Hypertensive episode began approx. Eight hours after event. Emesis approx. 11 hours after event. Became non-responsive with taccycardia and cyanosis of lower extremities noted 12-1/2 hours after event. Transported to hospital per ambulance. Expired in same hospital on january 12, 1992 at 9:55 p.mdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.